Manufacturer narrative:
Customer turned off the ups and the instrument and contacted intelligent power solutions for service. Customer requested assistance with a total bypass of the whole system ups. A customer technical specialist (cts) called back the customer and the customer stated that they never heard from the intelligent power solutions about servicing their defective whole system ups. Cts contacted the intelligent power solutions and left an urgent message to contact the customer. Ups meets the electrical safety standards, are made of materials that will not support or sustain combustion, and are self extinguishing.

Event description:
A customer contacted beckman coulter inc. (Bci) stating that the universal power supply (ups) on unicel dxc 600 pro synchron clinical systems failed, and a burning smell was coming from it. No injury was reported in connection with this event.